Event description:
A report was received that the patient experienced intermittent stimulation and had problems charging the ipg. It was also mentioned that the patient was having increased in pain. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient experienced intermittent stimulation and had problems charging the ipg. It was also mentioned that the patient was having increased in pain. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.